Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode had a fractured loop at the distal end. It was unspecified when the event occured. The malfunctioning device was replaced with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus and the reported failures were not confirmed by olympus. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.